Event description:
It was reported that during a follow-up, episodes of noise were detected. The noise was suspected to originate from the rv detection channel on the device. Upon revision, the lead was loose and came out of the header. The lead was cleaned and reconnected leading to no further noise detections. The device remains implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.